Manufacturer narrative:
(B)(4). Reason for surgery: sui; pop; enterocele; perineocele. Concurrent procedures: laparoscopic colpopexy; perineoplasty; colporrhaphy a&p repair w/ enterocele; cystoscopy. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(4) 2011 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2015 by (B)(6) due to dyspareunia and post-void dribbling.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency, vaginal itch or burning, excessive urination at night, painful intercourse, and urine leakage.